Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient appears to be in sinus rhythm. It was noted that the implantable pulse generator (ipg) had no capture. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.